Event description:
It was reported, by the patient's family member, that the patient who had an implantable cardiac defibrillator system, was found unconscious in the bathroom. The patient was taken to the hospital. It was also reported that the cardiologist told the family member that the ICD had two recent therapies delivered. One of the therapies occurred at the store where the patient hit their head and was taken to the hospital where they were prescribed a blood thinner. The cardiologist suspected that the second therapy, occurring in the patient's home, led the patient to fall and hit their head a second time. This time the patient became unresponsive. The patient was admitted to the hospital with hypothermia, arrhythmia and a "vascular problem" in their head. The patient died nine days after the incident occurred.

Manufacturer narrative:
The information in this report was received through a voluntary report no: (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.